Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can not be verified due to mishandling of the product. Result main findings: the soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to the e8 error message(s). This source led to an always activated up button and it is not possible to confirm the e8 (power interrupt) error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported dropping the infusion device into bath water on (B)(6) 2013; has dried it out. Patient stated that on (B)(6) 2013 the up button on the infusion device was non-functional and there was water in the device under the display. Patient reported there were no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.